Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk h4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye on (B)(6) 2024. The lens was mistakenly implanted with the wrong power lens due to a transcribing error before entering into ocos. A date for lens exchange has not been confirmed. If any additional information is received, a supplemental medwatch report will be submitted.